Manufacturer narrative:
A device history record could not be performed since the lot number was not provided. One sample was received for evaluation and it was observed that the sealing between the bag and the tubing was not complete. The failure mode reported was confirmed. A possible root cause for leaking in the tube that connects to the bag can be incorrect sealing during manufacturing. A quality alert was issued to notify all production personnel, and a work order was issued to assure that the sealing machine used in this line is functioning properly. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 20-jun-2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure there was a leak at the bag/ tubing connection point while the pump was running. No additional information given.